Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced chest pain while performing therapy on the homechoice device. The patient was connected during dwell 4 of 6. The patient called baxter's technical service representative requesting assistance disconnecting from the homechoice device so they could be transported to the hospital by the paramedics. It was not reported if the patient was hospitalized for the event or if they were treated but they were being taken to the emergency room by the paramedics. The patient outcome was not reported. Additional information is not available.